Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous right coronary artery (rca). The lesion was pre-dilated with 1.2mm unspecified balloon. The physician advanced the 8mm x 3.0mm apex balloon catheter for dilation. Inflation was performed twice, first at 8atms, and second at 10atms. During the third inflation, the apex balloon ruptured at 12atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).